Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the general dentist broke a restorative screw in the implant at tooth location #29, while trying to seat a restoration. When using the screw removal tool, the implant backed out. The screw is still lodged in the implant. There was no injury or impact to the patient or delay in procedure. (B)(6). The reported device was received for evaluation. Visual inspection of the returned product identified pieces of the fractured screw stuck in the implant drive feature. There were noticeable gouges around the drive feature and the internal threads, likely from the retrieval process. There were noticeable signs of usage around the external threads. There was presence of bone residue around the external threads and the vent. The reported condition of a fractured screw that was lodged in the implant was confirmed. A device history record (DHR) review has been completed for the reported implant lot. No manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event were noted in the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review for the reported implant lot was completed for similar incident. There are no other reported complaints. A definitive root cause could not be determined for the reported event. The most likely root cause is customer error, however, due to inadequate treatment planning, cross-threading, exceeding recommended torque value. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the general dentist broke a restorative screw in the implant at tooth location #29, while trying to seat a restoration. When using the screw removal tool, the implant backed out. The screw is still lodged in the implant. There was no injury or impact to the patient or delay in procedure.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint number (B)(4). Concomitant medical products: zimmer tapered screw vent implant, item # tsv4b11, lot # unknown. The following information is unknown at the time of this report: age or date of birth: date of birth not provided. Weight: not provided. Ethnicity: not provided. Event description: it was reported that the general dentist broke a restorative screw in the implant while trying to seat a restoration. When using the screw removal tool, the implant backed out. The screw is still lodged in the implant. There was no injury or impact to the patient or delay in procedure. Common device name, procode: brand name unknown. Reporter: reporters last name not provided. Occupation: clinician. The reported device has been received for investigation. Investigation has not begun. Once investigation is complete, a follow up medwatch will be submitted.

Event description:
It was reported that the general dentist broke a restorative screw in the implant while trying to seat a restoration. When using the screw removal tool, the implant backed out. The screw is still lodged in the implant. There was no injury or impact to the patient or delay in procedure.